Manufacturer narrative:
On (B)(6) 2024, the carto log files of this procedure were received for evaluation following johnson & johnson medtech's procedures. According to the information provided, the amount of ablation observed in the left atrial appendage (laa) would make this case higher risk for perforation; however, this cannot be conclusively determined. The color of the visitags shows the tag index value is above 550 for the majority of ablations. A number that high is used for thicker tissue ablations such as the ridge, roof, or anterior portions of the chamber, not the appendage. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. At higher contact force settings, rapid power increases during ablation may result in steam pops, which increase the risk of perforation. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During ablation of the root of the anterior wall of the left atrial appendage, micro-pop occurred. According to the physician's hearing, there was no sound of steam pop. After that, blood pressure suddenly dropped. Drainage was performed and the blood pressure recovered. The ablation procedure was terminated immediately and the patient returned to the room. Patient improved, however, required extended hospitalization for follow-up observation. Ablation was performed before pericardial effusion was identified. The physician thought that the cause may have been the high-output (50w) ablation, even though it was temperature-controlled. The ablation never continued beyond the cut-off value. No abnormalities observed prior to or during use of the product.

Manufacturer narrative:
On 24-oct-2024, additional information was received indicating the generator settings were set to temperature control mode with the following set limits: qmode: temperature: 55, impedance: max 250, min 50. Qmode+: temperature: 65, impedance: max 250, min 75. The noted temperature, impedance, and power were temperature: 42, impedance: 17, power: 50w. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).